Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the advia chemistry 1650. The fse determined the cause of the discordant advia chemistry 1650 results was due to the malfunction of the inlet valve which was replaced. The fse ran qc and a precision run. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple discordant advia chemistry 1650 results were obtained on several patient samples. The laboratory repeated the samples on a second system to confirm the results, and corrected reports were sent out. There are no known reports of adverse health consequences due to the discordant results.